Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the lot number was not reported. The otw omnilink elite instructions for use states: pre-dilate the lesion with an appropriate size balloon dilatation catheter to closely match the lumen diameter proximal and distal to the lesion. The investigation determined the resistance and stent movement (unstable stent) was due to operational context. It is likely that failing to pre-dilate the lesion prior to advancing the omnilink elite contributed to the difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified common iliac artery and plaque at the ostium was noted. Pre-dilatation was not performed. A 10x59 mm omnilink elite stent delivery system (sds) was advanced slightly past the lesion and when pulling the sds back, resistance was felt with the anatomy and the stent partially came off the balloon approximately 5mm. The physician made the decision to deploy the stent at that location to prevent dislodgement of the stent. The stent was partially in the lesion and partially in healthy tissue. A 10x29 mm omnilink elite stent was implanted to successfully treat the remaining portion of the lesion. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.